Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the delivery pusher contained within the device introducer. The implant coil was detached form the delivery pusher and not returned as it remains within the pt. The attachment tether of the delivery pusher that holds the implant intact with the delivery pusher exhibited evidence of stretching. The remainder of the delivery pusher is normal in specification. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensil specification of the attachment monofilament. The catheter used with this device was not returned for evaluation. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that during the treatment of a intracranial aneurysm, the final coil was being positioned. Upon this attempt, the coil prematurely detached partially within the aneurysm and the microcatheter. A tail remnant of the coil was partly in the parent artery. A solitaire stent was positioned to secure the coil in place. No harm was reported.